Event description:
During the surgery physician used endeavor resolute rx 2.75mm x 14mm to treat lesion with stenosis in lcx. The device could not pass the lesion, which was pre-dilated (8-12 atm). The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician stopped the procedure. No patient injury reported. Evaluation summary: the distal shaft was kinked (16.5 cm) proximal to the guide wire entry port. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 6th distal stent segment is deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (occurred during use of the device). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Operational context caused or contributed to the event (occurred during use of the device). (B)(4).